Event description:
It was reported that the controller had a loose driveline connector port. There was no stable connection between the driveline and the controller, and the driveline was loose in the port of the controller. It was also reported that the event was not associated with any controller alarms or pump stop. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation product event summary: the controller ((B)(6)) was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller log files did not reveal any anomalies associated with (B)(6) within the analyzed period. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within power ports one (1) and two (2). This is an additional observation not related to the reported event, likely due to the handling of the device. Visual inspection also revealed a loose, detached driveline port connector. Internal visual inspection revealed a loose metal locknut from the driveline port in the controller. No evidence of fluid ingress was observed. A visual inspection under 10x magnification revealed that the thread of the connector did not have an adequate application of the loctite substance. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to improper assembly. CAPA (B)(4) was opened to investigate loose connectors with controller 2.0. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.